Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were incorrectly loaded into jaws at a slight angle, not flush with jaws. Clips very loose in jaws when loaded and fell out when slid up and down cyclic duct. One clip scissored after fired. The procedure was completed with same like device. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device a was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results of the device found that it was received with the jaws misaligned and in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned and yielded condition of the jaws some scissor clips were formed. Some other clips were ejected from the jaw possible causes for the misaligned condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Possible causes for the yielded condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # k90k4r, expiration date: 02/2018, manufacturing date: 03/2013.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Second or third. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Clip was not loaded flush with jaws and appeared at an angle. Was there any torquing or twisting of the device present at the time of firing? No, jaws were returned to perpendicular. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? No.